Event description:
On (B)(6) 2009, the user facility (B)(6) reported that blood would not pass through the sock below the 300 cc level on the capiox rx25 reservoir during a cardiopulmonary bypass procedure. The reservoir was changed out during the surgery; resulted a report of approximately 300 cc of blood lost. The surgery was completed successfully with no harm to the pt.

Manufacturer narrative:
As indicated in the complaint, the reservoir was changed out during the surgery, which resulted a report of approximately 300 cc of blood lost. The surgery was completed successfully with no harm to the pt. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspected device. Terumo was not able to confirm an anomaly/malfunction, the device performed as intended. Terumo references conclusions code for this event (no failure detected, product within specifications), however, actual clinical variables often are contributory to events of this nature - and such variables are not always known or reproducible in a test environment.